Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 598 mg/dl. Customer declined to troubleshoot for high readings. Customer states that they gave manual injection and couple of hours later blood glucose went down to 300 mg/dl and by dinner 81 mg/dl. The insulin pump will not be returned for analysis.